Event description:
About a week prior to the date of this report noted the lead wire was ¿protruding¿ at the base of the spine. Nothing was coming out of the skin, but the patient felt a ¿lump¿ there. This started right after implant. Information received as of the date of this report indicated the healthcare provider had tried to ¿bury it again.¿ as of the date of the report, the patient had recovered without permanent impairment. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but was working with their doctor or manufacturer representative. An appointment on (B)(6) 2014 was noted.

Manufacturer narrative:
Product ID 3889-28, lot# v339124, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).